Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery and power management board were replaced to address the issues. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to pin 7 not seated completely on the system board connector.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The device has not been returned yet for evaluation. A follow up report will be filed once the device has been evaluated.